Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a system performance failure. A field service engineer found that the station was in critical override, and no patients were visible to the customer. The fse logged in as admin, verified that the station was connected to the network, and observed a media disconnect status. The fse then connected the network cable to a different wall jack, after which the station obtained an ip address and began showing messages draining. After waiting for the station to complete synchronization and re-establish communication with the server, the customer was able to view current patients, confirming the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system device was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.